Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm but there was no adverse impact on their blood glucose levels. Sean resolved the issue independently by replacing the cartridge and resuming insulin delivery. There was no reported adverse impact on blood glucose levels from these events and declined further assistance, prompting technical support to close the case.